Manufacturer narrative:
Age of device: 1 year, 7 months, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log file captured no external power event while connected to mobile power unit (mpu) on (B)(6) 2019 which appeared to be a total loss of power to the mpu enabling the emergency backup battery (ebb) in the controller until patient changed over to battery power. It was not specified whether the mpu cable came loose from the wall or from the back of mpu. It was reported that no equipment was exchanged. No further information was provided.

Manufacturer narrative:
Section MFR site, report source, device evaluated by MFR, device manufacture date, usage of device: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 27 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 23:34 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead rsoc voltage levels dropping down to ~3v. The alarm cleared shortly after the patient switched over to battery power. The backup battery was able to supply power to the controller until power sources were switched. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and no equipment was exchanged. Additional provided information indicated that it is unknown if the mpu cord came loose from the wall or the back of the mpu. A root cause for the reported no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.